Event description:
As reported: "star ankle replacement one years ago. Tibial component had come loose and required revision."

Manufacturer narrative:
The device will not be returned. If additional information becomes available, it will be provided in a supplemental report. Device disposition is unknown.